Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2007. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA: 014204. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what are the specific abdominal complications? What are the specific intra-op injuries? What are the specific 'other complications'? Can these complications attributed with the use of harmonic scalpel/ultrasonic knife (ultracision ¿ ethicon)? How were these complications and injuries treated? What is the patient status now? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: ultrasonic versus electrocautery dissection in laparoscopic cholecystectomy. Author/s: maciej ciesielski. Maciej michalik. Wojciech zegarski. Konrad szydlowski citation: video surgery and other minimally invasive techniques 2007; 2 (3): 128¿138. The aim of the study was to evaluate the practical application of an ultrasonic knife in laparoscopic cholecystectomy (chl) in relation to the traditionally used unipolar coagulation, by comparing selected indicators of difficulty and safety of the procedure. This study involves 946 patients who underwent laparoscopic cholecystectomies from february 14, 2001, to february 13, 2003. The use of an harmonic scalpel/ultrasonic knife (ultracision ¿ ethicon) depended on its availability. In hs group, 789 patients used harmonic scalpel/ultrasonic knife (ultracision ¿ ethicon) and in el group, 157 patients used unipolar coagulation. Reported complications in the hs group included gallbladder perforation (n-12.8%), abdominal complication (n-?), intraop injuries (n-?), and other complications (n-?). In conclusion, harmonic scalpel is safe and efficient in laparoscopic dissection of the gallbladder.